Event description:
It was reported that during a stenting treatment procedure, the stent dislodged and migrated. The target lesion was located in the severely calcified right coronary artery (rca). Pre-dilation was performed with an unspecified 3.0x15mm balloon and a 3.0x32mm taxus liberte stent was placed. Next a 3.0x16mm taxus liberte stent was advanced, but became stuck in the lesion on the previously placed 3.0x32mm taxus liberte. While the physician was attempting to maneuver the stent, the stent dislodged and migrated to the distal tibial vessel in the right leg of the patient. The procedure continued on and an additional stent was successfully advanced and deployed in the target lesion located in the rca. However, after the procedure the patient was taken to specials where the dislodged stent was successfully snared and removed. No further patient complications were reported and the patient status is fine.

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged and migrated. The target lesion was located in the severely calcified right coronary artery (rca). Pre-dilation was performed with an unspecified 3.0x15mm balloon and a 3.0x32mm taxus liberte stent was placed. Next a 3.0x16mm taxus liberte stent was advanced, but became stuck in the lesion on the previously placed 3.0x32mm taxus liberte. While the physician was attempting to maneuver the stent, the stent dislodged and migrated to the distal tibial vessel in the right leg of the patient. The procedure continued on and an additional stent was successfully advanced and deployed in the target lesion located in the rca. However, after the procedure the patient was taken to specials where the dislodged stent was successfully snared and removed. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Corrected: manufacturer name from boston scientific (B)(4) to boston scientific (B)(4), device lot number from 13612942 to 14084066, device expiration date from 10-dec-2011 to 17-jun-2012, device manufactured date from 20-jul-2010 to 30-jan-2011. Device evaluated by manufacturer: a visual and microscopic examination of the device found the device was returned with the stent dislodged from the stent delivery system (sds). The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was damaged and stretched along its entire length to a measurement of 37mm. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause indicates another device/drug/subsequent procedure caused the complaint event as the stent dislodged from the sds after becoming caught on a previously implanted stent. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).